Manufacturer narrative:
Investigation summary: the needles were found to be uncapped. The initial inclination was that they became uncapped during transit or warehouse movements, but once the needles were recapped, the caps locked in, making it nearly impossible for these needles to be separated in that manner. This is the first complaint for the lot# 8129882 for the same defects or symptoms. There was documentation of issues for the complaint of batch #8129882 during this production run. It was reported that the press was down and it was found that the cylinder was bad. The cylinder was replaced. 42 samples were received, they all have the plastic shield not assembled to the needle assembly. Two photos were provided showing the same symptom. Root cause: the needle integration process line assembly process. Possibly these are escapes from the process incident recorded in the device history record review. Corrective action: the cylinder was replaced in the press.

Event description:
It was reported that bd¿ needle filter was uncapped, which caused a sterility breach. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). PMA/510(k)#: class I exempt. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ needle filter was uncapped, which caused a sterility breach. No serious injury or medical intervention was reported.

Manufacturer narrative:
The following fields have been updated with additional information: date of event: (B)(6) 2018.

Event description:
It was reported that bd¿ needle filter was uncapped, which caused a sterility breach. No serious injury or medical intervention was reported.